Event description:
The customer contacted spacelabs healthcare technical support to report that a xhibit central station (xcs) had lost all alarm audio. The customer confirmed that visual alarms were still present. There was no report of patient or user harm associated with the event. Technical support walked the user through assigning the default audio device to the first display port available. The customer confirmed this resolved the issue, however cause of failure is unknown.